Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier¿ stent selected to treat the lesion. However when the box was opened, it was noted that the distal part of the stent was crushed. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status stable.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the most proximal rows were damaged. A review of the manufacturing data for the stent profile for the returned device was performed. The maximum stent profile at the time of manufacture was within maximum crimped stent profile measurement. A stent protector was returned for analysis and the stent protector inner diameter was measured and was not within specification. The returned stent protector appeared yellowish which does not resemble a bsc stent protector as it is not transparent blue in colour. Stent damage most likely occurred due to handling of the device during preparation following removal of the stent protector. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier¿ stent selected to treat the lesion. However when the box was opened, it was noted that the distal part of the stent was crushed. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status stable.